Manufacturer narrative:
Reported event: the reported device was confirmed to be a clamp assembly- 3-pin, catalog: 112390 lot# 201443031402 which had a broken screw from a pelvic array adaptor in it. Device evaluation and results: visual inspection: visual inspection shows that the threaded portion of the screw from the 112240 pelvic array adaptor assembly had broken off and was lodged in the female thread of the 112390 clamp. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the associated device. Functional inspection: with the 112240 adaptor screw broken in the clamp, both components are unusable. Device history review: a review of the device history shows that following receipt and inspection on: on 3/5/14 (B)(4) parts were accepted, 1 part was rejected for cosmetic issues. On 6/30/14 (B)(4) were accepted with no failures. On 9/16/14 (B)(4) parts were rejected on npr 14-09-0037 for incomplete data for the thread mentioned in this complaint. The data was received and the parts accepted on 11/24/14. On 9/16/14 (B)(4) parts were rejected on npr 14-09-0035 for incomplete data for the thread mentioned in this complaint. The data was received and the parts accepted on 11/24/14. Complaint history review: a review of the trackwise and catsweb databases shows no similar complaints related to p/n 112390, lot# 201443031402. Conclusions: the report of a broken 112240 pelvic array adaptor was confirmed. The screw from the adaptor was lodged in the 112390 clamp which is the subject of this complaint. The issue occurred during a case but did not affect the patient and the case was successful. Corrective action/preventive action: no further action is required.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). As the doctor was tightening the pelvic array with the square driver, the apadater broke off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). As the doctor was tightening the pelvic array with the square driver, the apadater broke off.